Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not cardiovert the patient¿s ventricular tachycardia (vt). The patient¿s electrolyte and potassium levels were within normal limits. The patient underwent induction testing where the device successfully cardioverted the induced arrhythmia at 21 joules on the first attempt. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.